Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm12.6 implantable collamer lens, -18.0/+3.5/092 diopter, in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular)/peripheral touch. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found haptic torn/broken/bent/deformed and spots on lens surface. Claim #(B)(4).